Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as acting erratically and violently. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer does not believe the low was pump related. The customer's sensor had expired after 7 days. The customer is also inactive during the week and works out hard on the weekends. The insulin pump will not be returned for analysis.